Event description:
During testing and repair at the independent repair center, the (B)(4) concentrator was reported to have low o2 (yellow light). This was due to the 4 way valve being defective which led to the malfunction.